Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the hip, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 200 mg/dl. The patient was feeling extremely nauseous and was brought to the emergency room (ER) for diabetic ketoacidosis (dka). Her bg was 450 mg/dl (unknown if this value was taken at home or in the ER). She was given insulin and her bg normalized. There was no information provided regarding how long the patient was in the ER. At the time of the report her bg was at a normal level, but she remained extremely nauseated. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.